Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient was at a clinic for a meeting and stated that she had been to the hospital because she became unconscious on (B)(6) 2020. One of her dexcom followers had found her and called an ambulance. The only information provided is that the sensor value was fine during the day and she had not heard any alarm from the dexcom app. No details about medical treatment were provided. At the time of the report the patient was fine. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.